Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2006 receiving a m2a magnum hip system. A revision occurred on (B)(6) 2006 due to unknown reasons, replacing all products. No further information or medical records have been provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lots released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.